Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the maryland bipolar forceps instrument sparked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: arcing originated from the tip of the instrument. There was no damage to the instrument after the event. The generator used was the erbe in configuration cut 4, coag 4. The event occurred at the beginning of the case. It is believed that the instrument was in contact with tissue when the arcing occurred. However, there was no injury to the patient. The maryland bipolar forceps instrument was replaced, and it worked correctly with the same bipolar cord that was used. There were no frayed wires or signs of thermal damage to the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test. The complaint regarding the instrument sparked during use was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.